Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited error 1720. No patient involvement reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition - scratched screen. Functional testing performed - device was powered up and alarmed an issue with the back-up capacitor. The root cause of the reported issue was found to be electrical component failure. Actions were taken to mitigate the reported issue: replaced the back-up capacitor.